Event description:
It was reported, the camera head lens was sunken in. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head lens was sunken in. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.